Event description:
A 22 mm diameter x 13 mm diameter x 16.5 cm length aneurx bifuracted stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 18 mm and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 160 mm. Vessel morphology is unk. The pt has a history of left above-knee amputation and coronary artery disease. It was reported that thrombus and a dissection at the right groin required repair with an interposition graft. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. The pt died in 2001. The cause of death is unknown.